Event description:
It was reported that during an esophageal stenting treatment procedure the stent suture snapped. The target stricture was in the esophagus. An 18x15 ultraflex covered ng esophageal stent had been advanced to the target stricture. While attempting to deploy the device, the stent suture "snapped". The stent was removed and the procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "stable".

Manufacturer narrative:
Device analysis: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.